Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a high blood glucose of 549 mg/dl due to a bent cannula. The patient changed out her infusion set and her blood glucose stabilized. The customer was advised to speak with the 24-hour helpline and she refused. No products were shipped or returned.